Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a clearlink system, non-dehp continu-flo solution set, the secondary set would not back flow and there was difficulty infusing. The issue was identified during an unspecified process step, after attaching the secondary set to the y-site of the continu-flo solution set above the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.